Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 30-nov-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced ten different incidences, which were associated with separate units, involving ten different events. This is the sixth of ten reports. Refer to 8030647-2022-00221 for the first incident. Refer to 8030647-2022-00222 for the second incident. Refer to 8030647-2022-00223 for the third incident. Refer to 8030647-2022-00224 for the fourth incident. Refer to 8030647-2022-00225 for the fifth incident. Refer to 8030647-2022-00227 for the seventh incident. Refer to 8030647-2022-00228 for the eighth incident. Refer to 8030647-2022-00229 for the ninth incident. Refer to 8030647-2022-00230 for the tenth incident. It was reported there was an issue with the closed suction catheter. The catheter "won't suction anything, once down." There was no reported injury.